Manufacturer narrative:
No damages were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined.

Event description:
It was reported that the patient's blood glucose level rose to 439 mg/dl, while wearing the pod between 24 and 36 hours. The patient smelled strong smell of insulin around the infusion site (arm) and suspected that the cannula dislodged. It was also reported that the patient observed a slight redness at the infusion site and felt a sting from the cannula when the pod was applied. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s938u1ues5ayh2 hardware: sm-s938u1 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.